Event description:
A customer contacted baxter's technical service center regarding an overfill call during dwell 1 of 4. Dwell time left is 1:13. The home patient (hp) states she fels too full and that she forgot to open the clamp during the initial drain cycle. The technical service representative (tsr) had the hp look in change program and found ccpd/ipd, total volume is 7500ml, total time is 9:00, fill volume is 1500ml, last fill volume is 1500ml, dextrose is same, 4 cycles, initial drain alarm is 1100ml and initial drain volume is 16ml. The tsr had the hp go to manual drain and drain volume is 2965ml. The hp thinks she bypassed her initial drain by mistake but she is not completely sure. The hp seems to be empty now. The tsr bypassed the hp to drain 1 of 4 and then to fill 2 of 4. The hp was filling ok now. The homechoice is operational. During a follow-up call to the home patient's (hp) nurse in 2008, the nurse stated that she as not aware of this report but did indicate that she has seen the hp since the date of the report and the hp is doing fine, having continued with peritoneal dialysis without any further problems. No patient injury or medical intervention was indicated at the time of the initial report or during the follow-up call with the nurse.

Manufacturer narrative:
Neither the home patient nor the home patient's nurse wanted to return the homechoice unit for evaluation.